Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficulty removing the protective sheath was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other nc trek bdc referenced is filed under a separate manufacturing report number.

Event description:
It was reported that a 3.00x12mm nc trek balloon dilatation catheter (bdc) was unpackaged and there was difficulty removing the protective sheath. The sheath finally came off, and the bdc would not load on the guide wire. A second 3.00x12mm nc trek bdc was unpackaged, and there was difficulty removing the protective sheath. The bdc was not used and there was no patient involvement as there were concerns about the integrity of the bdc. A new 3.0x15mm nc trek was used to successfully complete the procedure. There was no clinically significant delay in the procedure, and no adverse patient effect. No additional information was provided.